Event description:
It was reported that the 9900 system had the screen go blank and the collimator closed down. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The power signal board was re-seated and the ps1 power supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service.